Event description:
Patient was incoherent. Spouse and other family member called the ambulance. Emergency medical technician (emt) tested patient's blood sugar with the assure blood glucose (bgm) at the house and it was 50 mg/dl. Patient's blood glucose at the hospital was 26 mg/dl. In 2002, company spoke to the patient's spouse. The patient tests their blood glucose (bg) twice a day. The patient woke up around 5:00 am and tested their blood. It was approximately 70 mg/dl. The patient was not feeling well and unresponsive. The spouse could not get juice down the patient. An ambulance was called. At the hospital, the doctor said the patient was having a hypoglycemic reaction and was given an IV of glucose.